Manufacturer narrative:
PMA/510k: premarket / 510(k) #: k163248, k151895 . (B)(4).

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, the needle was inserted into the bronchial tree and the sheath was blocked and rigid. It had been slightly forced but it leaked, and it was no longer possible to adjust. After the procedure, it was noted the distal part of the bronchoscope was damaged. The procedure was not completed successfully due to the inability to adjust the sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.